Manufacturer narrative:
Device not returned.

Event description:
It was reported that the insulin gauge was inaccurate. Blood glucose was not impacted. Reportedly, the issue resolved on its own and the customer continued to use the pump for insulin therapy.